Event description:
In 2007, the patient was treated for an abdominal aortic aneurysm and was implanted with a gore excluder aaa endoprosthesis. On the following month, the patient underwent a reintervention to address aneurysm sac enlargement and a persistent distal type I endoleak on the contralateral leg component. Two contralateral leg components were used in this procedure. One contralateral leg component was implanted to address the endoleak on the left side and the second contralateral leg component was implanted on the right side for stability. The procedure went as planned. The patient is in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.